Event description:
During the product analysis review on 11/11/2015, the product analysis report indicated that there was a programming anomaly that occurred on (B)(6) 2009 due to what appears to be an interrupted system diagnostic test. The patient's settings were correct upon interrogation on (B)(6) 2009, however after the settings were found to be incorrect after a systems diagnostic test was performed. The physician corrected the output current, but did not correct the off-time. The patient's settings were not completely corrected until (B)(6) 2010.